Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2018-03573. It was reported the patient had an infection that originated in the hip and spread to the ipg site and spinal column. Cultures confirmed the infection. The patient was prescribed two courses of antibiotics. The patient has been seen by a wound care specialist. In addition, the patient may undergo surgical intervention as the next course of action.